Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 2 of 2. As reported: "...research manager at (B)(6) clinic reported on (B)(6) 2018 that 2 patients in the (B)(6) study ((B)(6)) have had their cups taken out."